Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system would not accept the cassette and then the system froze. The timing of the event and the patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system would not accept the cassette and then froze before surgery. The customer attempted to reboot the system but the system would not shut down. The system was then unplugged in an attempt to shut it down; however, the power remained on from the backup battery. The customer was using the backup system and stated would call back if further problems were noted. No further problems were reported. There was no patient harm. The system was manufactured on september 20, 2006. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).